Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with may-thurner syndrome and underwent venous angioplasty. The target lesion was located in the non-tortuous and non-calcified iliac vein. Following predilatation, a 16 x 90mm x 75cm wallstent uni-endoprosthesis was selected for use. However, during preparation, it was noted that the packaging of the device was damaged. Upon unpacking, it was noted that the delivery shaft was kinked. The release system was tested outside the patient but the device was determined to be unusable. Furthermore, stent damage was noted when it was released. The procedure was completed another of same device. No patient complications were reported.